Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) extending to atrioventricular branch of rca. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the proximal edge of the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts at the proximal edge distorted and lifted distally from the stent profile, exposing the balloon wall for 1-3mm. Stent struts were slightly misaligned across the length of the stent. The stent slightly moved distally on the balloon. The distal edge of the bumper tip was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink at 29mm distal from the hypotube to mid-shaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) extending to atrioventricular branch of rca. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the proximal edge of the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.